Event description:
Before implanting graft, surgeon took forceps and tugged on the end of the graft. A 1/2" segment broke off. He tried again and the same thing happened. On third test graft stayed together, and the graft was implanted at that point.